Event description:
Attempted to place 22g accucath in patient's left forearm rn tried to retract guidewire. Guidewire unable to be fully retracted. Resistance met when trying to fully remove device from patient's skin. Md contacted vascular surgery physician removed device from patient's arm. Approximately 1-2mm of guidewire tip not present upon inspection of device. Xray ordered. No metal noted in xray.